Event description:
Allegations of atypical rheumatic disease syndrome (ars), disability level a characterized by polyarthralgias, fatigue, headaches, insomnia, depression, cognitive dysfunction, positive ana and dryness of mouth.